Event description:
It was further reported that the non-bsc stent deployed during the index procedure, made the vessel narrow and no flow occurred. The patient was discharged 6 days later on bayaspirin and plavix. In (B)(6) 2008, chest pain syndrome without abnormal findings by coronary angiography was confirmed. In (B)(6) 2010, positive stress test were confirmed.

Event description:
(B)(4) clinical study. Same case as: 2134265-2010- 04273. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. During the index procedure, the 90% stenosed de novo target lesion was 2.50mm in diameter and 44.0mm long located in the distal circumflex. The lesion was predilated with a 2.0x20mm balloon at 14 atms. The 3.0x16mm taxus express2 stent was implanted at 10 atms and the 2.5x20mm taxus express2 stent was implanted at 14 atms in the distal circumflex (cx). Post-dilation was performed with two balloon catheters. Post intravascular ultrasound (ivus) was performed. Residual stenosis was 0%. There were no gaps between the stents. An unknown size non-bsc stent was implanted in the distal circumflex. The patient was discharged without anginal symptoms. In (B)(6) 2010, the patient experienced angina. The lesion located in the distal circumflex was 75% stenosed, 2.75mm in diameter and 20mm long. A target vessel re-intervention was performed with the placement of a 2.75x23mm non-bsc stent. Residual stenosis was 0%. No patient complications were reported and event is considered resolved. The patient was discharged 3 days later. A 2 year follow-up was performed and the patient had no angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).